Event description:
Patient allegedly received a cook gunther tulip inferior vena cava (ivc) filter prior to bariatric surgery. Patient is alleging device fracture, vena cava perforation, and perforations abutting other organs. Patient notes and further alleges experiencing: "the filter implanted in my body fractured, with a strut missing. Further, multiple prongs of the filter have perforated my ivc, with one prong abutting my aorta and a second prong abutting my right anterior osteophyte at l4", anxiety, worry, depression. Additionally, patient alleges a blood clot in right leg requiring a stent post filter placement. Per a report from computed tomography (CT): "caval perforation: yes. Grade 3 perforation of 12 o'clock strut to touch aorta and 6 o'clock strut to touch right anterior osteophyte at l4. Grade 2 perforation of the 3 o'clock strut 0.7 cm. Tilt: no substantial tilt. Apex of filter approaches but does not touch anterior wall of ivc. Migration: apex of filter at level of renal vein confluence. Pertinent negatives: no. Additional findings: suggestion of ivc narrowing just below the renal vein confluence suggesting stenosis. Query missing strut at approximately 2 o'clock".

Manufacturer narrative:
The previous MDR was submitted by william cook europe under manufacturer report reference number 3002808486-2022-00442. Additional information provided determined that this device was manufactured by cook inc (cinc). With the submission of this initial report, cinc informs that all future submissions regarding this complaint will be handled under manufacturer report number referenced in g8 of this initial medwatch report. Blank fields on this form indicate the information is unknown or unavailable. E3 ¿ occupation: non-healthcare professional investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: fracture, vena cava perforation, thrombosis, stenosis, anxiety, depression, worry. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported anxiety, depression, and worry are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of (B)(4) devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.